Event description:
It was reported that the atrial lead exhibited noise, which caused auto mode switching. The noise could be reproduced with isometrics. The weakest intrinsic p waves measured 0.9 mv on the egm. The greatest amplitude noise signal was just over 0.2 mv. The maximum sensitivity was changed from 0.2 mv to 0.4 mv in order to create an acceptable margin of safety.

Manufacturer narrative:
Na